Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific reported that, after an estimated implantation period of 54 months, oversensing was reported as high v rate episodes were recorded. Provocative movements didn't produce any noise. No adverse patient side effects have been reported. No implant or explant dates provided.